Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4). Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the lower jaw of the device was bent to the side, therefore the needle channel was narrowed which can cause the needle to become stuck once fired. An eiii needle was loaded into the gun and then fired, in which case the needle became stuck inside the gun but could be removed manually. The device is reusable. Therefore the jaw may have become damaged after being dropped or misused during reprocessing. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair surgical procedure, it was observed that the customer's expressew iii without hook device was not releasing the needle. During in-house engineering evaluation, it was determined that the lower jaw of the device was bent to the side. The case was completed with another like-device with no patient harm or delay. The sales rep was not present for the case and could not provide any additional information. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.